Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). It was difficult to advance a 16x5.0mm veriflex stent delivery system (sds) through the 4 french guide catheter. The guide catheter was exchanged for a 3.5 french guide catheter and it was noted that the stent struts on the veriflex were flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). It was difficult to advance a 16x5.0mm veriflex stent delivery system (sds) through the 4 french guide catheter. The guide catheter was exchanged for a 3.5 french guide catheter and it was noted that the stent struts on the veriflex were flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the proximal edge of the stent was damaged. The stent struts at the proximal edge were stretched and misaligned. The distal edge struts of the stent were partially flared. The tip section of the device was kinked at 4mm proximal to the distal edge of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).